Event description:
The customer contact reported air ni the tubing distal to the air eliminating filter. The tubing set was being used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate, via a gemstar pump. It was reported that after the delivery was started, the patient's parent noted a leak of an unspecified volume of solution from the side of the air eliminating filter. At this time, the customer contact reported that the patient's parent noted an unspecified length of a continuous segment of air in the tubing distal to the air eliminating filter. No air was delivered to the patient. It was reported the parent stopped the delivery immediately when the air was noted. There were no reported adverse patient effects and no reported delay of therapies critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported air in the tubing distal to the air eliminating filter was identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.